Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was not provided. Troubleshooting was unable to be performed due to caller ending the call abruptly. Multiple attempts to reach the customer were made but, customer did not respond. No additional product or event information is available.